Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that customer experience continuous elevated blood glucose (bg); value not provided. The customer administered manual injections to treat elevated bg. Reportedly, customer's healthcare provider suggested getting a new pump. The customer declined a new pump and continued using current pump for insulin therapy.